Manufacturer narrative:
Citation: lum my, et al. Development of the minimalist approach for transcatheter aortic valve replacement at a veterans affairs medical center. J invasive cardiol. 2021 feb;33(2):e108-e114. Doi: not available. Attached full-text article pdf to the report. Earliest date of publish used for date of event: february 1, 2021 (month and year valid). Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the outcomes of transcatheter aortic valve replacement (tavr) using conscious sedation with transthoracic echocardiography compared to general anesthesia with transesophageal echocardiography at a university-affiliated veterans affairs medical center. All data was retrospectively collected from a single center between november 2013 and october 2019. Of the 258 patients included in the study population (predominantly male, mean age 78.9 years), 60 underwent tavr with a medtronic transcatheter valve: corevalve (17), evolut r (29), or evolut pro (14). No unique device identifier numbers were provided. Among all patients, three deaths occurred within thirty days of tavr. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Among all patients, adverse events included: redo tavr (valve-in-valve implantation) due to worsening paravalvular leak or post-implant valve migration associated with patient-specific anatomy; need for blood transfusion; stroke; permanent pacemaker implantation; atrial fibrillation; cardiac arrest; mild to moderate paravalvular leak; and major vascular complication. Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.